Manufacturer narrative:
Initial reporter information (e1) was not provided.

Event description:
Advocate stated her mother received blood glucose readings of 19 and 25mg/dl on the contour. The advocate gave her a small quantity of sugar and then breakfast. The patient felt better. Specific symptoms were not provided. A week prior the doctor changed her januvia dosage from 100 to 50mg. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.